Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified and the cpu pcba was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of displayed data occurred during use, eight hours after a prior occurrence. No injury was reported as a result of this event.